Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a 2.50x20mm promus element plus drug-eluting stent looked partly inflated.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: a visual and microscopic examination found that the hypotube was kinked at various locations along its length. It was also noted that solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The stent was damaged at the proximal end. The struts on the two most proximal rows were distorted and misaligned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a 2.50x20mm promus element (tm) plus drug-eluting stent looked partly inflated.